Event description:
The pt was implanted with the syncardia temporary total artificial heart (tah-t), supported by a circulatory support system (css) console, on (B)(6) 2013. He was subsequently switched from the css console to a freedom driver and was discharged to home on (B)(6) 2013. The customer reported that on (B)(6) 2014, after 287 implant days, the pt went to the hosp to report a crack in his left tah-t cannula, which was located at the end, near the quick connector. The pt's wife heard the cannula hissing and applied yellow rescue tape over the site. The pt was admitted, and the cannula was repaired by removing the cannula from the quick connector, removing the small section of cannula with the crack and re-inserting the cannula into the quick connector. The pt was discharged to home the same day.

Manufacturer narrative:
There was no reported adverse impact on the pt as a result of the cannula crack or the subsequent repair. As of (B)(4) 2014, (B)(4) pts out of (B)(4) syncardia tah-t pts have reported cannula tears, for an occurrence rate of (B)(4). Syncardia initiated a corrective action (CAPA) to investigate the root cause of tah-t cannula tears. The investigation is in process. Syncardia requested that the section of damaged cannula that was removed be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.